Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 21mg/dl. Customer indicated that they fell down and hit their head and emergency services were called and was transported to the hospital. Customer declined low blood glucose troubleshooting.